Event description:
It was reported that during advancement, of a 2.5 x 18 mm xience v stent delivery system (sds) over a non-abbott guide wire, while still outside the guiding catheter, there was strong resistance and the sds stuck on the guide wire. The sds and guide wire were removed; however while trying to remove the sds, the tip separated and remained on the proximal end of the guide wire. The procedure was completed by implanting a 2.5 x 15 mm xience v. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - guide wire/fdw selection. Evaluation summary: the device was returned for evaluation. The reported tip separation/detachment was confirmed. Guide wire resistance could not be tested due to the condition of the returned device; however, the outer diameters of the returned guide wire was above recommended measurement. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that xience v is designed for guide wires less than 0.014 inches. Based on the information reviewed, there is no indication of a product deficiency.